Event description:
It was reported the patient¿s implantable neurostimulator (ins) reached normal end of life and was being replaced. It was noted that when the ins was explanted there was a piece of plastic attached to the ins. It was further noted there were no problems reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)